Event description:
It was reported that the patient had a sudden loss of consciousness and required cardiopulmonary resuscitation (CPR) on (B)(6) 2026. The patient subsequently had flows sustained between 2.4 and 3.1 liters per minute (lpm). Log files were submitted and review found intermittent low flow events with flow noted as low as 2.4 lpm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.